Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. D4: batch # 433c72. Investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame and firing trigger switch actuator, causing the internal parts cannot work normally; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 433c72, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, at the conclusion of the case after firing and transecting the knife blade would not retract. The manual override was used to remove the device. There were no patient consequences and buttressing was not used.